Event description:
It was reported that the cement leaked into the vascular system and there was an allergic reaction causing v-tach to the patient. No additional treatment was administered to the patient, and the procedure was completed as planned.

Manufacturer narrative:
The device was not returned to the manufacturer. According to the instructions for use, adverse patient reactions affecting the cardiovascular system have been associated with the use of bone cements. The IFU also states that patients should be monitored for any change in blood pressure during and immediately following the application of the bone cement.